Event description:
It was reported that a shockwave c2 coronary intravascular lithotripsy catheter was used to treat a lesion in the #7 branch of the left anterior descending (lad) artery. The lesion was severely calcified (360 degrees, 90% occluded, 10mm long lesion). The patient showed discomfort and his blood pressure decreased to 50 mmhg during pre-dilatation was performed and before the initial insertion of the ivl catheter. The patient's condition and blood pressure recovered when the pre-dilation was completed. Reportedly, after the first balloon inflation at 4 atm, no pulse could be delivered, and error 88 was displayed. The ivl catheter was removed from the patient's body where the physician was able to deliver a pulse outside. The ivl catheter was then reinserted back into the patient and re-inflated. A balloon rupture occurred and the patient experienced ventricular fibrillation (vfib). No drug was used during the procedure before vfib. The patient was transferred to the intensive care unit (ICU). As of this date, it is unknown if the patient has been discharged home. According to the rep, the physician believes that the ivl catheter has no relationship to the reported adverse event. The physician thinks that when the ivl catheter delivered a pulse outside the body, air was introduced inside the balloon, which was not fully removed and caused the balloon to rupture.

Manufacturer narrative:
The device referenced in this report was returned to shockwave medical, inc. For investigation. The reported failure of balloon loss of pressure was confirmed. Based on the investigation observations, the failure could possibly be attributed to a combination of heat effects and user error because the physician removed the device from the patient's body, pulsed the device outside of the patient's body, and reinserted the device at which time the loss of pressure occurred. Per the IFU (lbl-63927), it cautions: "ivl catheter once pulled out of the body should not be reinserted for additional inflation or lithotripsy treatments. Balloon can be damaged in the process." Additionally, the IFU (lbl-63927) states "if the ivl catheter appears not to deliver lithotripsy therapy, remove and replace it with another catheter." It is possible that the balloon was damaged when the device was pulsed outside of the body and the balloon ruptured when reinserted. The reported error 88 failure could not be replicated; no issues were seen when pulsing the device. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.